Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tsilm user was under 12 year old. It should be noted that the t:slim g4 insulin pump system information guide states: dexcom sensors are only approved to be worn on the abdomen for adults (ages 18 +). For children (ages 12-17) both sites on the abdomen and the upper buttocks are approved. We cannot recommend inserting in any other locations.

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.